Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history review confirmed the pump passed all the post sterile inspection checks. Regarding the ventricular tachycardia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced an arrhythmic event and expired. The patient was a surgical turndown and was implanted with an impella cp pre percutaneous coronary intervention (pci). The pci was completed and the patient decompensated. The patient experienced ventricular tachycardia and required multiple shocks. The patient was eventually transferred to the unit on impella mcs. The patient continued to decline despite extracorporeal membrane oxygenation efforts. Care was withdrawn in accordance with the patient's wishes. The patient expired.